Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to loss of capture (loc). A new lv lead was implanted instead. No adverse patient effects were reported.